Event description:
It was reported the pt was having coupling or communication issues with their device. It was stated the pt lost stimulation the night before, after the device showed a full battery. It was stated the pt palpated the area and could not "feel all the way around the device" and believed the battery was tilted. Troubleshooting was suggested, but no pt outcome was reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).